Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the photographs identified: white particle material on the shell. Opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles in shell, flat creases, underweight, around 0-25% of the shell and 100% of two orientation dots are missing. A microscopic analysis was performed which identified; partial delamination(60%) of orientation dot assessed as adhesive failure, broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening, missing shell and orientation dot that are assessed as inconclusive, delamination of orientation dot assessed as adhesive failure.

Event description:
Physician reported a right side rupture. Device has been explanted.